Event description:
Additional information was received that patient had lost over 50 lbs of weight.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
¿Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at ipg site. Surgery occurred on (B)(6) 2020 to reposition the existing ipg to address the issue.